Manufacturer narrative:
On site a faulty power supply was identified as the cause for the reported shut down. The power supply was not available for investigation. So it was not possible to identify the specific root cause of the power supply failure. However, the logbook analysis showed the expected entries for the event of a missing electrical supply. In this case the device posts an optical and acoustical alarm and opens the airway system to allow spontaneous breathing. Manual ventilation may be necessary via an independent ventilation device as is demanded in the instructions for use.the exchange of the power supply has fixed the problem. The failure rate of power supply compared to the installed base is within the accepted range. For the given conditions the device behaved as specified.

Event description:
Please see initial report.

Manufacturer narrative:
The investigation was started, but is not yet concluded. The investigation results will be reported in the follow up report.

Event description:
It was reported that while the ventilator was connected to a patient, the ventilator shut down and an audible alarm was heard. No patient injury reported.